Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating only the right breast implant had ruptured. The replacement devices were identified as mentor gel breast implants (serial numbers (B)(6), and (B)(6). On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during a visual inspection, the device was found to be ruptured and received in two (2) parts. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient enrolled in a post-approval study underwent a breast augmentation with mentor memoryshape mm 395cc breast implants and experienced bilateral rupture. As a result, the patient is scheduled for removal on (B)(6) 2020. This report is for the right breast prosthesis.